Event description:
Device 1 of 2 reference MFR report: 1627487-2014-02636. The patient received two scs leads from the same lot number. It was reported the patient experienced an infection at his scs lead surgical incision site. The patient was prescribed oral antibiotics. However, a few days later the patient went to the ER with pus at the lead surgical site and redness at his scs ipg pocket. The patient was hospitalized and given IV antibiotics. Cultures taken indicated the infection was cellulitis granuloma. Follow-up identified the patient's entire scs system was removed on (B)(6) 2014.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization record reviewed found no non-conformances. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.